Event description:
The customer stated that she received back to back blood glucose readings of 180 and 59 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The customer was to be sent a breeze meter, and no product will be returned at this time.

Manufacturer narrative:
This report is submitted past the 30 day window as more information had to be obtained from the customer.